Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device migrated. The device was surgically repositioned and remains in service. No additional adverse patient effects were reported.